Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 320 mg/dl. Customer stated that the she is also hospitalized due to she is pregnant and was due to have the baby today, but because of high blood glucose is unable to do so. Nothing further was reported.